Event description:
Consumer's attorney reported that consumer had a needle broke off in his arm. The broken cannula was surgically removed.

Manufacturer narrative:
No product has been received to date, if product is returned, analysis will be conducted. Unable to run complaint history check or device history review as lot number is unknown. Regulatory compliance will continue to monitor on monthly trend reports.